Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to the procedure itself, patient factors (slight/mild valvular calcification, mild aortic root calcification, moderate septal hypertrophy) likely contributed to the malposition and embolization of the initial sapien xt valve. A second valve and stent graft were deployed to anchor the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 23mm sapien xt valve was deployed too aortic and embolized toward the aorta. A second sapien xt valve was placed. During the tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm balloon catheter. During bav, the balloon did not ¿move much¿. The sapien xt valve was advanced and initially positioned in a final 50:50 aortic/ventricular (a/v) position. Approximately half way through inflation, the valve dropped slightly to the left ventricular (lv) side. The valve was pushed up to a 70:30 a/v position and full inflation was performed. The valve then gradually moved toward the aortic arch and landed in a final 100:0 a/v position. When the rapid ventricular pacing (rvp) was stopped, the valve began to ¿sway¿ and swiftly moved to the aortic arch. The patient¿s blood pressure was in the 40¿s mmhg. Cardiac massage was initiated and vasopressor was administrated. The blood pressure increased to 150¿s mmhg and became stable. The decision was made to deploy a second valve with nominal volume. The second valve was initially positioned 60:40 a/v and also moved slightly to the lv side during inflation. The valve was pushed back to the aortic side and deployed in a final 80:20 a/v position. Paravalvular leak was accessed to be trivial by tee. The ascendra+ sheath and guidewire were removed. A new guidewire was inserted through the right femoral artery and crossed the initial sapien xt valve located in the aortic arch. It was noted that the initial valve was covering the entrance of the left subclavian artery. An attempt was made to pull the valve to the peripheral side using a balloon, but the valve frame contacted the aortic artery wall and hardly moved. Due to the atheroma present in the aortic arch wall, no further actions were taken and the valve was left in place. Arterial blood pressure in the left radial artery was maintained in the 100 mmhg and blood flow was determined not to be problem. The procedure was completed. While the patient was still in the catheterization lab, a post procedure CT revealed the initial valve had rotated slightly around the minor axis direction of the aortic wall. Due to concern that the valve may continue to rotate and move, it was decided to anchor the valve with a stent graft. Fluoroscopy indicated the valve had rotated 180 degrees and the outflow side was ¿directed¿ to the heart. A sheath was inserted via the right femoral artery and a wire was advanced to the first valve. The valve position was noted to have changed and the valve was no longer occluding the entrance of the subclavian artery. A stent graft was successfully positioned so it did not cover the entrance of the subclavian artery. The procedure was completed and the patient was transferred, still intubated. The native annulus measured 20.8mm by CT. ¿slight¿ / mild valvular calcification and mild aortic root calcification was reported. It was perceived that initial valve embolization was due to the mild valvular calcification.

Manufacturer narrative:
Corrected information: patient sex. Additional information received indicated the patient gender was female, not male as previously reported.